Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg values not provided). Treatment for low bg was not provided. Cause of event was not known. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump between (B)(6) 2018 and (B)(6) 2018 and continuous glucose monitor was not in use. Multiple boluses delivered by the user were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate values. User made bolus requests while still having insulin on board. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.